Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part#03.632.037 lot# 6707907, release to warehouse date: 22nov2011, supplier - (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during routine inspection of field equipment, it was discovered that the threads on the tip of two (2) separate matrix holding sleeves are torn and broken, and the piece within the tip of the polyaxial head placement tool that ejects the polyaxial head is broken off. It is not known how or when these issues occurred. It is believed there was no patient involvement and no delay in surgery. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: a visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned placement tool was examined and the complaint condition was able to be confirmed as the distal blocker was found to be missing. Evidence of laser welding is apparent on the distal portion of the outer shaft body. The blocker is only laser welded to half of the outer shaft body, making it vulnerable to breakage in the area of the laser weld. The polyaxial head placement tool is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides state that, in order to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. The relevant drawings for the returned instrument were reviewed: top-level, outer shaft with overmold, and blocker. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No definitive root cause was able to be determined; however, the failure mode is consistent with rough handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the investigation of the returned devices, which was completed on july 24, 2016, confirmed the allegations originally reported. However, the following was also noted for two (2) of the three (3) returned devices: part: 03.632.036 / lot: 6489805 ¿ the threaded tip of the device was found to be peeling, but remained intact. Part: 03.632.036 / lot: 7492388 ¿ the threaded tip of the device was found to be broken and missing a segment.